Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the patient experienced bleeding in the groin at the introducer site. The patient was found to have an arteriovenous fistula that required surgical repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the patient experienced bleeding in the groin at the introducer site. The patient was found to have an arteriovenous fistula that required surgical repair. No further patient complications have been reported as a result of this event.